Manufacturer narrative:
During quality investigation the customer's complaint was confirmed. Further investigation revealed a damaged press plug and bearings. Corrosion damage to the motor was identified as the probable cause of the failure. The device was repaired and returned to the customer.

Event description:
This stryker sagittal saw was sent in for repair due to overheating during a podiatry procedure. No adverse event was associated with the device. Another device was used to complete the procedure without any procedure delay.